Event description:
Routine investigation when a complaint was received that a lower blood glucose value of 23 mg/dl was received on a customer's precision g system meter when compared to a similar device's result of 89 mg/dl. When these values are plotted on a leroux error grid, the analysis fell into the "c" zone showing the values to be clinically significant. No medical intervention, death, or serious injury was reported.